Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient experienced stenosis, approximately 6 months post pipeline treatment. It was reported that the physician confirmed the parent artery where the pipeline device was placed developed stenosis. Percutaneous intracranial angioplasty (pta) was performed. Dapt was stopped. Administration of aspirin and clopidogrel sulfate was continued, and cilostazol was added. The patient was noted to have recovered 5 months later. No further patient complications. Aneurysm was located in the paraclinoid segment of the left internal carotid artery. The aneurysm was unruptured, fusiform, with max diameter of 14.0mm, neck width of 4.8mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.